Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported: implant was unintentionally detached. During the placement of the coil, the implant was unintentionally detached in a catheter. The implant was positioned in the target site using a guidewire and successfully placed. The procedure was continued and successfully completed. No health damage to patient.